Manufacturer narrative:
(B)(4). Concomitant medical products: arcos 19x150mm spl tpr dist, pn 11-300819, ln 123720; arcos con sz a hi 50mm pn 11-301310, ln 67990. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-06185, 0001825034-2018-06183. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported that patient experienced trochanteric and iliopsoas bursitis approximately four months post implantation. Patient underwent abductor repair. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes. MRI and operative notes identified a questionable tear, bursitis, and left hip joint effusion. Repair of the torn muscle/tendon was noted in the operative notes as well. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional even information to report at this time.

Event description:
It was reported that the patient experienced trochanteric and iliopsoas bursitis approximately seven (7) months post-implantation and subsequently underwent abductor repair. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.